Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information and without the device to analyze, the cause of the reported unable to open clip was unable to be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
This is filed to report a gripper actuation issue. It was reported that during preparation of the clip delivery system (cds), one of the grippers did not fully retract when the lever was raised. Troubleshooting was performed by cycling gripper lever with both simultaneous or independent and the actual gripper still would not retract. It was decided not to use the cds. No additional information was provided.